Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. No functional testing was conducted. The visual inspection revealed that there was uneven wear in the brakes. Testing in similar complaints demonstrated that the primary cause is slippage of the gantry motor brakes. (B)(4).

Event description:
A service representative noted that when the laser was turned off, the gantry moved downward. There was no pt involved.